Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 132 ohms. Technical services (ts) was consulted and recommended the physician to continue normal device follow up and monitoring. No adverse patient effects were reported. This system remains in service.